Manufacturer narrative:
Date of event unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid on the video connector's female contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, image distortion was observed. The service repair technician indicated that the most likely cause of the image distortion was due to poor contact due to liquid on the video connector's female contacts. There was no patient involvement